Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-may-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml at 1000 mcg/day via an implantable pump for unknown indication for use. It was reported that there was spine wound drainage. No environmental/external/patient factors that may have led or contributed to the issue were known. Diagnostics/troubleshooting performed were not known. Interventions/actions that were taken to resolve the issue included the catheter was removed and replaced. It was unknown if the issue resolved yet, the patient's status being "alive-no injury". The patient's weight was 63 kg and no known medical history relevant to this event.

Manufacturer narrative:
Section d has been corrected to reflect the provided information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.